Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from USA stating that the bearings of the device are damaged. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.